Event description:
On (B)(6) 2021, a (B)(6)-year-old male patient underwent an afib ablation via the right groin. During the ablation procedure the heart rate was noted to be faster than pacing and EKG tracings showed an st elevation in v1 through v6. The catheter was immediately removed from the left atrium. Intracardiac echocardiography showed bubbles in the aorta. Inspection of the sheath and catheter revealed that the flush line to the saline lock, one of the sheaths had air in the line. Further investigation showed that the normal saline bag had rapidly emptied because the roller was open. The roller had opened despite being closed for slow drip prior to the transseptal puncture. The procedure was aborted, and the patient's neurological status was assessed. The patient was alert and responsive, no neuro deficits was noted. FDA safety report ID # (B)(4).